Event description:
It was reported that the stent was deployed outside of the intended location. A carotid wallstent monorail 10.0-24 device was used in a carotid procedure. During the procedure, the physician experienced difficulty deploying the stent and subsequently deployed the stent under the stenosis. An additional carotid wallstent was placed within the lesion. There were no patient complications as a result of this event and the patient status was stable.